Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was updated. Customer's blood glucose level was high because customer ate a piece of cake and needed to optimize their settings, reportedly customer applied correction boluses to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.